Event description:
It was reported that the "interface between the pipe and the filter" of a prismaflex m60 set was observed to be broken and leaked during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak at the connection of the set filter and dialysate port. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.